Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due high blood glucose on an unknown date with the blood glucose level of 500 mg/dl. Customer experienced symptom such as vomiting. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the insulin pump was exited from auto mode when the high blood glucose occurred. Customer was treated with insulin intravenous drip. The insulin pump will not be returned for analysis. Frn-unk-rsvr, unomed set.